Event description:
It was reported that at the beginning of a procedure the blood appeared dark. The monolyth oxygenator was changed out with another monolyth oxygenator and the procedure continued without further incident. No pt injury.